Event description:
The tip broke off during obgyn case (tube inspection). The tip was retrieved and there was no patient injury reported. The tip was reported to be returned, but jarit only received the instrument which will be sent to the manufacturer for evaluation.